Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor was not working correctly. It was alarming lost sensor during initialization. Caller stated that the customer wore sensor and insulin pump at the same site. Nothing further was reported.